Manufacturer narrative:
The insulin pump was returned for power error. Analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer' mother reported via phone, the insulin pump had alarmed an error message but she couldn't recall which one it was. Customer's blood glucose was unknown. Customer's mother stated the device kept alarming so she turned it off, now the buttons weren't responding. Customer was unable to access any of the menus, unable to check which alarm occurred. Customer mother is returning the device for further analysis.